Event description:
Additional information was provided on 19oct2021, it was reported that the cardiac resynchronization therapy defibrillator (crt?d) triggered a high out of range pacing impedance measurement, measuring greater than 3000 ohms in the right atrial channel upon device interrogation. Review of past trend noted multiple out of range atrial lead impedances and episodes of noise was recorded. Shock lead impedance had occasional increases to over 125 ohms, but mostly impedances were less than 100 ohms. Boston scientific technical services provided information to healthcare professional and discussed probable causes. No adverse patient effects were reported. This crt-d, competitor right atrial and competitor right ventricular lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).